Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant procedure, the patient experienced decrease of blood pressure. The ra lead exhibited high thresholds, and undersensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.